Event description:
It was reported that at 3:30 minutes (26317 joules) into the photoselective vaporization of the prostate procedure for enlarged prostate, the metal sheath on outside of fiber started rotating. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The fiber was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device instructions for use (IFU) was completed, the IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not bend the fiber. A review of the device history record (DHR) was performed. The review of the DHR confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of loose was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that at 3:30 minutes (26317 joules) into the photoselective vaporization of the prostate procedure for enlarged prostate, the metal sheath on outside of fiber started rotating. The procedure was completed using another fiber without patient complications.